Manufacturer narrative:
The instrument was returned and evaluated. Complaint wires coming out of tip is confirmed. One grip close cable is broken at the distal idlers. Idler pulley spins freely and was not damaged. Cable segment sticks out at wrist. Other cables at wrist are not damaged. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was observed during central processing that the small clip applier instrument had a wire coming out at the tip of the instrument. No patient harm, adverse outcome or injury was reported.